Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
In surgery dr. (B)(6) noticed a brownish tinge to the implant, did not implant.

Manufacturer narrative:
An event regarding the appearance of discolored ha coating of a accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned device was carried out. This noted the ha coating section of the stem looked tan in color . -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been 1 other events for the lot referenced. Conclusions: an nc was raised to investigate the event. The investigation concluded the product was not manufactured to specifications.

Event description:
In surgery dr. (B)(6) noticed a brownish tinge to the implant, did not implant.